Event description:
When the surgeon pulled the device out fo the abdomen, he notice a chunk missing out of the bottom edge. There were no patient consequences. One device is being returned for analysis.